Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health are provider reported via manufacturer representative that the computer was defective. There was no patient impact.